Manufacturer narrative:
The issue that was found with the device was dicussed with the user, as the initial user complaint could not be confirmed. In speaking with the customer it was found that there is the possibility that the reguator used to run the device from the gas supply may not have had adequate flow, which could have caused or contributed to the complaint. Strategies to check for and maintain adequate flow from the gas source were discussed with the user. Device returned to user, as it had been evaluated, tested and accepted to factory specifications.

Manufacturer narrative:
Suspect device returned to manufacturer for evaluation. Upon evaluation, the user complaint that the device was not compressing deep enough was not confirmed. The device has been thoroughly evaluated and no problems were found. It was accepted and tested to factory specifications. We are attempting to get additional information from the user, but these efforts have not been successful thus far. We will update this report if additional information is obtained.

Event description:
It was reported that during cardiac arrest the device was not compressing deep enough. The device was immediately removed from the patient and manual compressions were resumed. The patient was not revived. It is the operator's opinion that the problem with the device did not contribute to the death of the patient.